Event description:
As the nurse cut the suture holding the patient's a-line in place he noted pulsating blood at the right radial artery site. As the a-line catheter ws removed it was observed to be shorter than usual. An x-ray of the patient's right hand revealed a retained portion of catheter. A 11/2" piece of catheter was removed surgically. The patient is in stable conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, other. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, other. Invalid data - on device destroyed/disposed of status.